Manufacturer narrative:
The lens was returned advanced just past the loading area in a qualified company cartridge. Ovd (ophthalmic viscosurgical device) observed on the lens only. No viscoelastic observed throughout the cartridge. The lens has been loaded posterior surface up instead of anterior. The cartridge shows evidence it was placed into a handpiece. No tip damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause for the reported complaint may be related to a failure to follow the IFU (instruction for use). The lens has been loaded posterior surface up instead of anterior per the diagram etched on top of the loading area. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. In addition, ovd observed on the lens only. No viscoelastic observed throughout the cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Associated viscoelastic and handpiece were not provided. It is unknown if qualified products were used. The IFU instructs: company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, iol stuck in cartridge and lens could not be inserted despite multiple attempts.